Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt was having pain at the scs ipg pocket site. The physician decided to re-pocket the ipg. During the re-pocketing procedure, the physician electively decided to replace the ipg with a new device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.